Manufacturer narrative:
The lens remained implanted. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (022428) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient has a mild asymmetrical lens tilt in the right eye noted approximately 4 months post lens implant. A yag procedure was performed on (B)(6) 2015 under the anteriorly vaulted plate. The surgeon indicated that the likely cause of the event was capsular contraction. The patient's prognosis is fair to good.